Event description:
During a laparoscopic cholecystomy the surgeon fired three clips from the er320 on the cystic duct and four clips on the artery. The seven clips opened up after placed on the vessel. Some of the clips appeared to be scissored. An ussc endoclip was used to complete the case. There was no consequence to the pt